Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient was diagnosed with peritonitis. The brand name and 510k have been provided in this MDR. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced weakness. Pd therapy was discontinued and the patient was placed in rehabilitation facility due to the weakness. The patient was switched to hemodialysis. The patient was later transferred to a hospice facility. On an unreported date, the patient experienced infections in the peritoneal area. Treatment for the infections was not reported. On a later date, the patient was diagnosed with peritonitis. Treatment for the peritonitis was not reported. The cause of peritonitis was unknown. While in hospice, the patient passed away. The cause of death was reported to be peritonitis, other infections in the peritoneal cavity and later reported to be natural causes. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.